Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ((B)(6)) drg lead placed at c6 migrated. Surgical intervention was undertaken and the lead was explanted and replaced. Reportedly, effective therapy was restored.